Event description:
It was reported that the implantable cardiac defibrillator's (ICD) charge circuit was inactive. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. This device was explanted for a charge circuit anomaly, but subsequent analysis determined the device was non-operational due to a prematurely depleted battery. The analysis of the hybrid documented nominal current drain in both por pacing parameters with no pacing loads and ventricle chamber pacing with a pacing load. No other anomalous behavior was identified with device pacing and telemetry functioning nominally along with nominal levels measured for the device reference voltages. The analysis was terminated due to the inability in establishing an abnormal current drain. The battery was forwarded to mecc for additional analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac defibrillator's (ICD) charge circuit was inactive. It was later reported that ICD was explanted and replaced. No patient complications have been reported as a result of this event.